Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the physician reported the valve di slodged into the left ventricle. The patient presented at the one month post-operative follow up appointment with an unspecified aortic insufficiency. From a second physician's perspective present at the implant procedure, the valve did not dislodge but rather was implanted low during the procedure. Further information was not available. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26, serial#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.